Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 17624039.

Event description:
It was reported that this spinal cord stimulation (scs) system was explanted years ago and replaced with a non-boston scientific system due to inadequate stimulation. The location of the devices is unknown. No additional adverse patient effects were reported despite good faith efforts.